Event description:
This is report 2 of 4 from the same facility. It was reported that during a surgical procedure, it was observed that the hose of the foot control device "was not connecting" into the foot pedal. According to the report, there were a total of four devices with the same alleged malfunction. The reporter was unable to determine if the foot control devices were used with the same foot pedal. It was stated that one of the foot control devices "came off and almost hit one of the surgeons". It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the hose on the device was broken. Therefore, the reported condition was confirmed. Evidence suggests this was due to improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.